Manufacturer narrative:
Additional information: unique device identification (UDI) provided. Correction: device manufacturer date updated to proper value.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative replaced the camera onsite. The suspect camera has been returned to the manufacturer for evaluation and the issue has been confirmed. When connected to a known good system, the positioning sensor unit (psu) powered up with the amber fault light on. A check of the event log confirmed a bump was detected on the procedure date. Otherwise the psu passed the accuracy test. The cause of the reported issue was due to the bump detected.

Event description:
A medtronic representative reported that while outside of a procedure, upon setup of the navigation system, the camera did not work. It showed the amber fault light on the camera. The ndi toolbox indicated the bump sensor was triggered. There was no patient present when this issue was observed.